Event description:
The pod history indicated that the customer had experienced continuously high bg levels (331-434 mg/dl) over a two-day period while wearing this pod. During this time, numerous correction boluses had been administered, but her bg's failed to lower. She indicated that the cannula was kinked, but the pod did not initiate an alarm. The device will not be returned for eval.

Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.